Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Event description:
It was reported that the patient underwent an implant procedure on (B)(6) 2024. There were no complications or device issues at the time of this procedure. However, the patient is dissatisfied as they were expecting a different device than the one they received. As a result, surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.